Event description:
It was reported that, during patient use, the ventilator generated an abnormal noise. The patient was transferred to another ventilator. There was no reported patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4) . The product serial number was not provided therefore the device manufacture date is unknown.